Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 7.3 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted. And the motor passed the motor test. The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.